Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screen issue on the system monitor was confirmed. The system monitor was not returned for analysis; however, log files were submitted for review and data from the reported event date of 22apr2024 was reviewed. At 12:55:15 while connected to the mobile power unit (mpu), a no external power event occurs due to a loss in alternating current (ac) power. The event resolves when power is restored to the mpu at 12:55:18. This no external power event happens again at 15:32:41. The backup battery provided support to the system during the no external power events. There were no other notable events active in the log file. Pump operation was not affected. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records for the system monitor were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was resting in the sick ward, there should have been a no external power state twice during the day when the mobile power unit (mpu) was running, but the history shows that it was only confirmed once. The nurse had accidentally pulled out the mpu plug momentarily around 12:00 and 15:00. The history was checked on the system monitor and there was no no external power alarm recorded. The log files were submitted for concern and found a no external power event at 12:55:15 and 15:32:41. The system monitor operated as intended, other than not showing the alarm. There were no products exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.